Event description:
The patient underwent a posterior spinal surgical procedure from t5-s2 to treat pseudoarthrosis at l3. It was reported that the patient underwent a revision surgery 13 days post-op to irrigate the wound due to infection. During the revision surgery, the s1 and s2 screws were removed because the surgeon confirmed screw cutout at s1 and s2, and the s2 screw(s) violated the l5 root which caused the patient leg pain. In addition, rods and crosslinks were removed, and cement beads were used instead. Per the surgeon, the patient did not stay in bed quietly after the first surgery, and it might have caused the sacral collapsed. The surgeon commented that there was no relation between infection and the implants.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. The lot of the suspect device was not identified; therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 54740004030, lot h11h3331, expiration date: 09/03/2019; part #54740004035, lot h11h3334, expiration date: 09/21/2019; part 54740004540, lot h11f4218, expiration date: 07/28/2019; part# 54740005540, lot h11a5151, expiration date: 03/21/2019; lot h11a5152, expiration date: part 03/30/2019; lot h11c4525, expiration date: 05/16/2019; lot h11e1745, expiration date: 06/03/2019; part# 54740006535, lot h11e1765, expiration date 05/25/2019; part# 54740006540, lot h11e1782, expiration date: 05/28/2019; lot h11e1788, expiration date: 06/11/2019; part# 54740007545, lot h11f0506, expiration date: 06/08/2019; part# 54740007550, lot h11e2092, expiration date: 06/03/2019. (B)(4). The manufacture date for lot h11h3331 is 09/03/2011; the manufacture date for lot h11h3334 is 09/21/2011; the manufacture date for lot h11f4218 is 07/28/2011; the manufacture date for lot h11a5151is 03/21/2011; the manufacture date for lot h11a5152 is 03/30/2011; the manufacture date for lot h11c4525 is 05/16/2011; the manufacture date for lot h11e1745 is 06/03/2011; the manufacture date for lot h11e1765 is 05/25/2011; the manufacture date for lot h11e1782 is 05/28/2011; the manufacture date for lot h11e1788 is 06/11/2011; the manufacture date for lot h11f0506 is 06/08/2011; the manufacture date for lot h11e2092 is 06/03/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.